Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was causing issue. The print was not dark enough for the users to be able to scan it easily and it was taking more time to scan and give the dose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zebra printer configuration failed. The technical support specialist (tss) dialed into the station and opened devices and printers. Fujitsu was confirmed and set as the default printer. Old print jobs were cleared from the zebra queue, and default label printer settings including landscape orientation and dithering were reconfigured. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was causing issue. The print was not dark enough for the users to be able to scan it easily and it was taking more time to scan and give the dose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.